Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an assembly error inadequate execution of a soldering process and subsequent solder process workmanship inspection on the r1 therapy electrode. The root cause for the assembly error has not yet been identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.